Manufacturer narrative:
The field service representative ran performance testing which was within specification. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs stat result for one patient sample from the cobas e411 rack analyzer. The initial result was 30.64 pg/ml with a data flag and was reported outside of the laboratory. The repeat result was 4.87 pg/ml. A new sample was taken one hour later and the result was 12.71 ng/ml. On (B)(6) 2019, the repeat result from the original sample was <3.00 pg/ml with a data flag. The new sample was also repeated with a result of 13.05 pg/ml. The reagent lot number was 38153900 with an expiration date of 31-may-2020.

Manufacturer narrative:
The conclusion code has been updated.